Event description:
A pump declared a malfunction alarm during the pumping process, and the issue did not have an adverse impact on the customer's blood glucose level. Technical support helped the customer load a new cartridge, but the cartridge alarm occurred again. The pump was not replaced as it was out of warranty, and no further resolution was provided.